Manufacturer narrative:
(B)(4). Investigation results - no information regarding the event has been provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Impossible to comment on the alleged injuries. There is no evidence to suggest that the product was not manufactured to specifications. If additional information is received, the report will be re-opened for further investigation. We have notified appropriate personnel and will continue to monitor for similar events.

Event description:
It is alleged that patient received a cook gunther tulip on (B)(6) 2008 at (B)(6) by (B)(6). It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged that patient received a cook gunther tulip on (B)(6) 008 at (B)(6) medical center in (B)(6) by (B)(6) m.d. It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided. Patient outcome was not provided.

Manufacturer narrative:
Additional information: (B)(4). Investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "the plaintiff alleges the device is unable to be retrieved, is embedded in the caval wall, and swelling of the left foot¿. Cook will reopen its investigation if further information is received. Unknown if the reported ¿swelling of the left foot¿ is directly related to the filter and unable to identify a corresponding failure mode at this point in time.¿ is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 06/17/2016 as follows: the plaintiff allegedly received the device implant on (B)(6) 2008 via the jugular vein due to pe and a recent intracranial injury. An unsuccessful attempt to retrieve the filter allegedly occurred on (B)(6) 2009. The plaintiff alleges the device is unable to be retrieved, is embedded in the caval wall, and swelling of the left foot.